Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu - (lot#p4m0941). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the stapler was difficult to fire and did not cut the tissue smoothly. It was also noted that the device locked on tissue, and so there was difficulty in retracting the blade, and the reload was difficult to unload. To resolve the issue, resection and restapling were done, and an electric knife was used to separate the reload from the tissue.

Manufacturer narrative:
Additional information d1, d3, d4, d8, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument firing knobs were retracted. The articulation lever was in the neutral position. The returned reload was attached to the instrument. The reload was manually retracted and removed. The instrument was successfully loaded with an egia60amt reload. The instrument was loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. The retraction knobs were unable to retract and open the jaws. The reload was manually retracted and unloaded. It was reported that during a procedure, the stapler was difficult to fire and did not cut the tissue smoothly. It was also noted that the device locked on tissue and so there was difficulty in retracting the blade and the reload was difficult to unload. To resolve the issue, resection and restapling was done and an electric knife was used to separate the reload from the tissue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when firing over tissue that is beyond the recommended thickness range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: it includes tissue specification according to the reload to be used in the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.